Event description:
Caller reported that the cartridge was not fitting properly into the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer removed the case from the pump, cleaned the pneumatic tap area, ensured no damage, and followed instructions to replace the o-ring. Caller successfully completed the load process and resumed insulin delivery.